Event description:
Patient reported via sus voluntary event report "capsular contracture development in right breast implant and significant immobility in right arm, right shoulder, and right side of neck with difficulty in movement and severe pain". This record is for the right side. Device remains implanted.

Manufacturer narrative:
The event of "capsular contracture, baker grade unknown" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.